Event description:
The customer reported the rui has intermittent operation and the buttons are worn off. Also the vertical lift was intermittent.

Manufacturer narrative:
The ge service rep replaced the rui and ps3. The unit is operating as intended.